Event description:
Pt underwent a femoral vascular surgical reconstruction in 2004. Pt left the hosp in 09/04 without complications. A week later pt developed an infection at the incision wound ultimately resulting, despite wound dressing and IV antibiotics treatment, in an mrsa graft infection. Graft was explanted about seven weeks later and a left femoral anterior tibial artery bypass was performed using a saphenous vein.